Manufacturer narrative:
(B)(4). Eval summary: qa analysis revealed that the balloon catheter was returned with blood on the distal shaft. There was contrast in the balloon and in the inflation lumen. The balloon was loosely folded. The inner member was bunched, 1.2 cm proximal to the balloon proximal marker extending proximally for a length of 7 mm. The guiding catheter used in the procedure was not returned. There was no other damage noted to the balloon catheter. The crossing profile of the catheter was measured and met mfg criteria. A profile block was used to measure the 2/3 balloon profile. This met mfg criteria. The total length of the balloon catheter was measured and this met mfg criteria. The total length of the catheter was 142.5 cm. A new indeflator, filled with renografin 60 diluted 1:1 with water, was used to measure the deflation times of the balloon. This met mfg criteria. The returned catheter was advanced through a new 6fr guiding catheter. The balloon was inflated and pulled negative pressure to deflate the balloon. The returned catheter was removed smoothly from the new guiding catheter. Product performance engineering reviewed the incident. Qa analysis of the returned product noted blood visible on the distal shaft, which is consistent with handling of the product. There was contrast in the balloon and inflation lumen, which is consistent with prep of the product. The balloon was loosely folded. Difficulty to deflate can be affected by, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypo-tube jacket material in the inflation port (hub), causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. To help ensure that the reported difficulties are not due to mfg, a sampling of units is destructively tested for proper balloon deflation. It is also possible that the contrast mix ratio may not have been properly diluted and could have contributed to the deflation failure. Contrast that is more concentrated can lead to slower inflation. It is specified in the instructions for use (IFU) materials required section that the contrast is 60% contrast diluted 1:1 with normal saline. Dimensional analysis of the returned product confirmed that the total length of the sds was within mfg criteria. The indeflator used during the procedure was not returned, which may have aided in eval and determination of the cause for the reported difficulty to deflate. A new inflation device was attached to pressurize the balloon catheter to rated burst pressure (rbp). The reported difficulties deflating the balloon were unable to be confirmed, as the balloon was tested three times and the deflation times were all within mfg spec. Factors which may contribute to resistance with a guiding catheter during retraction include, but are not limited to, mfg, damage to the balloon catheter; poor refold after inflation, damage to the guiding catheter, or procedural technique. The profile dimensions on all balloon catheters are confirmed by visual and dimensional checks on the mfg line. The crossing profile and the 2/3 collapsed balloon profile were measured and met mfg criteria. The guiding catheter used in the procedure was not returned, which may have aided the eval. The catheter was advanced through a new guiding catheter, the balloon inflated and negative pressure was applied to deflate the balloon. The catheter was removed from the guiding catheter with no resistance noted. It was reported that the balloon catheter was used to post dilate a stent, which may have contributed to the difficulties deflating the balloon, and in turn contributed to the difficulties removing the balloon catheter, as the balloon would not have been completely deflated. Analysis noted the inner member was bunched 1.2 cm proximal to the proximal balloon marker for a length of 7 mm. Since this damage was not reported in the incident info, the bunched inner member may have occurred during the procedure or during packaging, handling, and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported difficulty deflating or removing the balloon catheter; however, a conclusive cause could not be determined. A review of the product mfg records did not reveal any non-conforming material reports associated with this lot and all lot release testing met mfg criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. Product performance engineering will monitor the incident circumstances. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: failure to deflate may lead to a pt injury. Device issue: difficult to deflate. It was reported that after post-dilatation of a stent, negative pressure was applied to the 4.0 x 08 mm rx voyager nc balloon catheter; however, the distal end of the balloon still looked inflated. There was resistance coming back into the 6fr guiding catheter; therefore, the guiding catheter was pulled back to the aorta and then the balloon was retracted into the guiding catheter, still partially inflated. There was no pt injury. No add'l event or pt info is available.